Event description:
Information was received that reported a patient had been hospitalized in 2005 at 1600 due to diabetic ketoacidosis. It was reported that on the following day, the patient had flu-like symptoms and was not eating much. A review of the device event history indicates that the patient changed their infusion set and site at 0842 and then did not check their blood glucose until 1900 and it was 187 at that time. The history also indicates that the patient had not taken boluses throughout the day. The history indicates that the patient did not check their blood glucose again unitl 1421 on the following day and it was greater than 500, the patient gave a total of three correction bolus, their blood glucose remained greater than 500. Their blood glucose on admission was 662. It was reported that at the hospital it was discovered that the patient did have an underlying infection which was reflected in an increased wbc. Review of the device by a diabetes educator at the hospital seems to indicate that the device is operating properly. However, the device will be returned for evaluation, to ensure that is functioning correctly and did not contribute to the reported incidence.